Manufacturer narrative:
Medwatch sent to FDA on 01/07/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "over treated" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for patient problem/medical problem: "contra-indications do not overcorrect."

Event description:
Healthcare professional reported a patient having an injection with unspecified filler in the midface by another injector. The patient felt the area was "over treated which then required hylase to dissolve the product." A month later, the patient was treated with hylase in the "lid cheek junction" at the same injecting clinic. Treatment with hylase resulted in a loss of product through the midface that started "at the lid cheek junction and travelling downwards particularly worse on the right side."

Manufacturer narrative:
.

Event description:
Healthcare professional reported a patient having an injection with unspecified filler in the midface by another injector. The patient felt the area was "over treated which then required hylase to dissolve the product." A month later, the patient was treated with hylase in the "lid cheek junction" at the same injecting clinic. Treatment with hylase resulted in a loss of product through the midface that started "at the lid cheek junction and travelling downwards particularly worse on the right side."